Manufacturer narrative:
Manufacturing review: a device history record (DHR) review was not performed as the lot number was unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately five years and two months post filter deployment, chest x-ray and CT scan revealed the presence of foreign body embolized to lung. Examination indicated broken ivc filter with irregular appearance and fragment embolized to lower lobe pulmonary artery. Inferior vena cavagram indicated that lower prongs of ivc filter penetrated through the ivc wall. Also, two of the upper prongs were missing; one prong located in the middle of ivc filter and the other missing prong was present in one of the inferior branches of the left lower lobe pulmonary artery. Therefore, the investigation can be confirmed for perforation of the ivc and limb detachment. Based upon the available information, the definitive root cause is unknown. Medical review: medical records were provided and reviewed. The filter was successfully deployed at the level of l2 in the patient in conjugation with motor vehicle accident. Approximately five years and two months post filter deployment, patient endured seizure, was postictal and later experiences exacerbation of back pain. Chest x-ray and CT scan revealed the presence of foreign body (suggesting ivc filter fragment) embolized to lung. Next day, examination indicated broken ivc filter with irregular appearance and fragment embolized to lower lobe pulmonary artery. Abdominal aortography was repeated before the ivc filter removal to ensure abdominal aorta to be patent and intact. A catheter was passed through the femoral venous sheath over the wire caudal to the inferior vena cava filter, and inferior vena cavagram was performed and demonstrated the tip of the bard ivc filter at the inferior endplate of l2. Pre-retrieval, there was no evidence of ivc thrombus noticed. The observation indicated that lower prongs of ivc filter penetrating through the ivc wall. Also, two of the upper prongs were missing - one of the fractured upper prongs located in the middle of ivc filter and the other missing prong was present in one of the inferior branches of the left lower lobe pulmonary artery. The recovery cone was deployed to engage the ivc filter, and the filter was retracted into the sheath under fluoroscopic guidance. The ivc filter and recovery catheter were removed without complication. For the recovery of the fractured filter fragment in the left lower lobe pulmonary artery, the femoral vein past the right atrium and ventricle was accessed using catheter and guidewire and then into the left pulmonary artery. The missing prong of the ivc filter appeared to be in one of the inferior branches of the left pulmonary artery. Using snare catheter, fractured fragment was retrieved without difficulty and taken out of the body through the femoral sheath. Digital subtraction angiography images of the left pulmonary artery demonstrated normal arteries without any residual foreign body or extravasation. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached. The device and detached limb(s) were removed percutaneously. The current status of the patient is unknown.